Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak. The patient reported that the patient was seen in the ER. The patient's meter allegedly would only prompt "insert strip". The patient was unable to obtain a result from the patient's meter. The result from the ER meter was unknown. There was no comparison between patient's meter and any other source. Treated with pills and insulin. Patient was kept at the hospital overnight. No further info has been reported.